Manufacturer narrative:
The patient has not responded to requests for further information. Once the device is received and once more information is gathered an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the power port of the poc is damaged. The patient has not responded to email and phone calls regarding requests for more information.